Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-12045. It was reported the patient's leads migrated following a bout with pneumonia. The patient's leads were explanted and replaced with a paddle lead. The patient reported receiving effective stimulation. The explanted devices will not be returned to sjm.